Manufacturer narrative:
Age (years), mean (sd) control group: 53.53 (13.26) dual-layer group: 53.36 (16.84). Gender (female), n (%) control group: 33 (42.3) dual-layer group: 21 (46.7). Data on dual-layer cases were collected from patients who underwent cranioplasty from 2013 to 2017. These data were matched to controls from 2008 to 2012. Literature article: wright, j., m., raghavan, a., huang wright, c., alonso, a., momotaz, h., sweet, j., martha sajatovic, m. And selman, w. ¿impact of dual-layer duraplasty during hemicraniectomy on morbidity and operative metrics of cranioplasty: a retrospective case-control study comparing a single- layer with a dual-layer technique¿. World neurosurg. (2019) 125: e1189-e1195. Https://doi.org/10.1016/j.wneu.2019.01.276. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported 17 patients experienced post-operative infections after undergoing cranioplasty surgeries wherein dura-guard was used. The cause of the event was not reported. It was not reported if the patients were hospitalized for the event. Treatment was not reported. At the time of this report, the patient¿s outcomes were not reported. No additional information is available.